Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation; it has been reportedly disposed of by the facility. (B)(6). Manufacturing location: (B)(4). Manufacturing date: march 17, 2016. Expiry date: march 01, 2026. Article was sterilized by supplier (B)(4) and no deviation is recorded. Part 04.503.104.04 was manufactured under sub article (B)(4) with lot 9950162 in the us. Manufacturing date: may 09, 2013. Expiry date: may 09, 2023. Additional manufacturing date reported: november 30, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that surgery was conducted on (B)(6) 2016. During the surgery, the screws broke while the surgeon was performing closing of the cranium. The screw was broken at the shaft and the tip. The screw had already been placed in the patient's cranial bone when the breakage happened; therefore, the surgeon was not able to remove the tip portion of the screw from the patient. The surgeon removed the shaft of the screw and has no plans to remove the tip. No surgical delay was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) empty package/clip for matrix neuro screw (part: 04.503.104.04s / lot: 9870598) was received for evaluation with complaint category "tip broken intraoperatively." This complaint is confirmed as a broken screw fragment was returned for evaluation. Whether this complaint can be replicated is not applicable. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The manufacturer is unable to determine a definitive root cause. However, the complaint condition was most likely caused by dense bone. It is not likely that the design of the device contributed to this complaint. The relevant drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.